Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a neuro screw broke while being implanted into a patient. There was no delay in the surgery and it is not revision surgery. Fragments of the screw were remained in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not fully implanted or explanted. Product investigation summary: one titanium matrixneuro screw, self-drilling, 4mm (part 04.503.104.01, lot unknown) was received with the complaint category of ¿broken: intraoperatively.¿ the complaint condition is confirmed as the head of the screw was received with the distal threads missing. The design was found to be sufficient for its intended use when used as recommended. The root cause cannot be definitively determined; however, the most probable root cause is related to the method of use and the patient¿s bone quality. The evaluation showed that this screw is part of the matrixneuro system, which is intended for use in selective trauma of the midface and craniofacial skeleton: craniofacial surgery, reconstructive procedures, and selective orthognathic surgery of the maxilla and chin. There are both mesh options and plating options available in the system. This information is provided per the next generation cranial plating system matrixneuro technique guide. The returned screw was received with the distal threads broken off and not returned. The transverse break is located approximately 0.95mm from the proximal surface of the screw head. The fracture surface appears to be homogenous. The cruciform drive shows slight wear. Thus, the complaint condition is confirmed, but cannot be replicated. A review of the current design drawing was performed. No drawing-related issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a detected design deficiency. The returned condition is consistent with the result from excessive torque. The technique guide refers to some potential complications with a warning that ¿these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique¿ and it is recommended to predrill in dense bone when using the 5mm screws. While the root cause cannot be definitively determined without additional information regarding the specific technique and circumstances at the time of the break, the most probable root cause is related to the method of use and the patient¿s bone quality. The complaint condition was determined to not be the result of a detected design deficiency. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.